Event description:
After one day in use, a white foreign particle looking like plastic was found in the oxygenator. No adverse affect on the pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the mfg records showed no production deviations of this lot during mfg. The returned sample has been cleaned and investigated by the MFR. At the backside of the dia-connector, there is an o-ring located to guarantee the tightness. In this case there were 2 o-rings, one correctly mounted and the other one was loose in the oxygenator. This is a human failure during the mounting process when two o-rings stick together because of their texture. After review of our complaint records this issue appears to be an isolated incident, as there has been no other complaints reported. Corrective and preventive actions were initiated, where special training for the involved production staff was performed.